Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75x24mm drug eluting stent to an unknown vessel. "Upon insertion the stent flared and would not go through the guide catheter." Another taxus express2 3.0x24mm stent was placed successfully. No patient complications were reported. Patient status post procedure is noted as ok.

Manufacturer narrative:
.